Event description:
It was reported the patient experience low impedance issues. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the connection from the extension to the battery were cleaned and reconnected to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.